Event description:
Rn (registered nurse) was collecting patient¿s am labs when the "cardinal health blood collection adapter" broke at the cap of the patient¿s line. The end of the adapter remained in the end of the patient¿s cap, broken off at the hub in such a way that the patient¿s line remained open. The rn was able to change the cap and collect the patients am labs without further incident.